Event description:
Customer's family member called and said pt had been having seizures. They found them sleeping while watching tv and couldn't wake them. They took them to the hospital and they checked blood glucose and the level was 33 mg/dl. They used their device at the time and obtained a result of 144 mg/dl. He was given an unknown liquid to increase glucose. Controls were not used on the system. The test strips were all used when they reported the incident. The device was replaced and requested to be returned for evaluation.